Event description:
The customer complained that the rubber cap fell off of the bottom part of the light after surgery. There was no patient present when the event occurred, and no injuries were reported. (B)(4).

Manufacturer narrative:
The rubber cap that fell was reinstalled by the hospital engineer, pending the receipt of a new cap. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powerled series operating manual includes a verification of all the covers during yearly maintenances.